Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the home screen did not appear on the display. Customer¿s blood glucose was unknown at the time of incident. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.